Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During the follow up computed tomography scan the physician discovered a device related thrombus on the closure device. The patient was put on novel oral anticoagulants (noac) and is expected to fully recover.